Event description:
Customer reports the hinge pin broke after the procedure, as the customer opened up the faceplate to take out the previous used syringe. Customer had a spare injector and removed the hinge pin from it, and inserted into the broken injector.

Manufacturer narrative:
Liebel flarsheim field svc report: field svc engineer replaced broken hinge pin and secured powerhead cable assembly. Performed injector system operational checkout verification per lf svc manual. Injector returned to full svc by the customer.